Event description:
During the procedure, the physician noticed unusual stickiness upon deflation of the stent at 12 atm/17 sec. The stickiness was noticed during deflation of the product. The product was normal in appearance when removed from packaging. It prepped normally. There was no bending or kinking. There was no difficulty removing the sds. There was no reported patient injury. The product was clinically used and will not be returned for analysis.